Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed 28cm distal to the df4 connector pin that the lead body was found squeezed and damaged, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first rib region. Further damages such as perforated insulation 26cm distal to the df4 connector pin, most likely occurred during the extraction procedure. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik would like to thank you for supporting our post market surveillance and is looking forward to future collaboration.

Event description:
After an implantation period of approx. 6 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted.